Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was not charging until the user removed the case, after which charging resumed, consistent with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with charging, linked to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.